Event description:
Report rec'd from USA stating that the cord of the device had a hole. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools, the investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).